Event description:
A consumer reported difficulty driving at night due to halos following intraocular lens (iol) implant surgery. She now is also experiencing difficulty with her near, distance, and intermediate vision. She has to have bright light in order to see up close and does not see clearly. Three months after the iol implant surgery, she was treated for retinal detachments by a retina specialist and was diagnosed with macular degeneration. The retina specialist performed a yag laser treatment and a vitrectomy to treat the event. The implanting surgeon performed bilateral yag capsulotomies to address her vision issues. Additional info has been requested from the implanting surgeon. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no similar complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).